Event description:
It was reported that when patient presented in clinic for a routine follow-up, during a high ventricular rate episode a loss of capture in the ventricle was observed. The device was reprogrammed and the patient was stable.